Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "a rare type of ventricular oversensing in ICD therapy-inappropriate ICD shock delivery due to triple counting." Pace pacing clin. Electrophysiol. February 1;33(2):e17-e19.

Event description:
A journal article was reviewed that contained information regarding this device and these leads. It was reported that ventricular oversensing occurred for a patient with wide qrs complexes and increased potassium levels. The patient received inappropriate shocks due to "triple counting." The patient was brought to the hospital and became "respiratory insufficient and lost consciousness." The author indicated that "due to electro-mechanical dissociation and echocardiographic findings, the resuscitation was aborted." Subsequently, the patient expired. There are no device-related death allegations. Further follow-up did not yield any additional relevant information regarding this event.